Event description:
Patient reported a textured to smooth implant exchange. Patient later reported a rupture. Affected side is unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data.

Event description:
Patient reported a textured to smooth implant exchange. Patient later reported a rupture. Device side is the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Patient reported a textured to smooth implant exchange. Patient later reported a rupture. Affected side is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a textured to smooth implant exchange. Patient later reported a rupture. Affected side is unknown. Device remains implanted.